Manufacturer narrative:
(B)(4). Concomitant medical products: 010000663- g7 pps ltd acet shell 52e- 7123845, 20103605- g7 longevity neutral 36mm e- 65255946, 650-0661- delta ceramic fem hd 36/0mm- 3090519, 00625006530- bone screw self-tapping 6.5 mm dia. 30 mm length- j7146594, 00625006520- bone screw self-tapping 6.5 mm dia. 20 mm length- 65044174. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during an initial procedure that a greater trochanteric fracture nondisplaced noted at time of surgery and on postoperative x-ray. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was confirmed via medical records reviewed by a health care professional. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.